Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of button error on their insulin pump. The customer's blood glucose at the time was 198mg/dl. The customer states they noticed fluid in their reservoir compartment. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
No button error alarms were noted. All buttons functioned properly. No moisture damage or corroded keypad traces noted. No unlocked keypad connector noted at the lcd board. No moisture damage was noted on the electronic assembly or motor assembly. The pump had cracked battery tube threads, a cracked reservoir tube lip, minor scratches on the lcd window and a cracked case at the display window corners.